Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip ntw was implanted. Additional mitraclip nt was also implanted due to the lateral jet. It was observed that there was perforation on the anterior leaflet. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, mitral valve replacement surgery was performed and the second clip was explanted.